Manufacturer narrative:
All available information indicates that this product remains in service. If additional information becomes available, the event will be updated.

Event description:
Boston scientific crm received information that this product was part of a system revision due to a patient infection. There was no report of adverse patient effects due to the procedure.